Manufacturer narrative:
Evaluation description: the reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limit. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device reached eri prematurely. Session records showed an abrupt drop from 6 years remaining longevity in (B)(6) 2015 and is now at eri. The device was explanted and replaced. Patient condition was fine.